Manufacturer narrative:
The customer¿s report that the tubing had a hole was confirmed. Functional testing found that the set leaked due to a small hole in the tubing adjacent to the tubing with the check valve. No damages or tools marks were observed with the packaging or the pca set during visual inspection. As the leak was reported to be observed during use and not during priming, it is unlikely that the leak was the result of a manufacturing or supplier issue. The root cause of the hole could not be definitively determined.

Event description:
It was reported that the IV tubing leaked and discovered there was a hole while in use on a patient. There was no patient harm.